Manufacturer narrative:
Returned device evaluation: the primary reported complication of endoprosthesis dislodgement was confirmed. According to the information provided, the endoprosthesis remained implanted. The returned vbx device delivery system associated with the complaint showed no indication of inflation of the balloon. Bunching and folding of the balloon cover at the distal tip is consistent with endoprosthesis dislodgement from the distal tip of the delivery catheter. The mechanism of the endoprosthesis dislodgement cannot be established, though observations on the returned vbx device are consistent with endoprosthesis dislodgement due to a potential device interaction during advancement positioning.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2023, a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was intended for use in the right common iliac artery for peripheral arterial disease. It was noted that the vbx device dislodged during attempted deployment with no stent expansion. The physician was able to retract the vbx device delivery catheter without difficulty. Then, the physician was able to use a small balloon (unknown manufacturer/size) to expand and deploy the vbx device successfully. There were no adverse consequences or impact to the patient.